Event description:
It was reported that there was concerns about loss of capture on the right atrial (ra) lead. The health care professional (hcp) will evaluate patient in the clinic. Subsequently, a revision procedure was perfomed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there was concerns about loss of capture on the right atrial (ra) lead. The health care professional (hcp) will evaluate patient in the clinic. Currently, this product remains in service and no adverse patient effects were reported.